Event description:
It was reported that this inflatable penile prosthesis (ipp) was not cycling due to a pump issue; resulting in the patient not being able to inflate and deflate the device. A surgical procedure was performed to remove and replace the ipp. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually and microscopically inspected, and leak tested. Visual examination of the first cylinder revealed a pinhole in the proximal end of its body and a pinhole leak in the middle of the component, both consistent with sharp instrument damage. The second cylinder passed all testing. The pump was visually and functionally inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the pump. Analysis could not reproduce the pump or deflation issues observed clinically, but the cylinder holes could have caused or contributed to the inflation issues reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not cycling due to a pump issue; due to that, the patient was not able to inflate and deflate the device. A surgical procedure was performed to remove and replace the ipp. There were no patient complications reported.